Event description:
A sedated pt was scanned with a sense body coil positioned around the abdomen. After the exam, second to third degree burns were observed on the arm of the pt.

Manufacturer narrative:
(B)(4) - (eval method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a f/u report will be sent to the FDA.